Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits severe devitrification at the output window; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, fiber failure/ excessive heat was continuously causing the laser system to go into standby mode and a message was received stating the fiber exceeded maximum fiber life. The procedure was completed using a second surgical fiber. Outcome: the case was completed without incident; there was no injury to the patient reported. Gland volume: approx. 50 grams time expended: 1:14 minutes joules used: 4,022